Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the low blood glucose level event.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap or reservoir locked properly in place. Insulin pump received with cracked case on the back at the battery tube area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 50 mg/dl. It was also reported that the insulin pump was damaged and there was crack on battery compartment. It was unknown that the customer was using auto mode feature on insulin pump or not. The insulin pump will be returned for analysis.